Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedances of greater than 125 ohms. Troubleshooting options discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the right ventricular (rv) pacing impedances had also increased, but were not out of range. A 41 joule commanded shock was delivered to the patient which revealed shock impedances of 74 ohms. The shock impedance alert was increased. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
.

Event description:
Additional information was provided which noted that there was no further troubleshooting performed and no actions planned or performed. No adverse patient effects were reported. The device remains in service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedances of greater than 125 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service. Additional information was provided which noted that there was no further troubleshooting performed and no actions planned or performed. No adverse patient effects were reported. The device remains in service. Additional information was provided which noted that the right ventricular (rv) pacing impedances had also increased but were not out of range. A 41 joule commanded shock was delivered to the patient which revealed shock impedances of 74 ohms. The shock impedance alert was increased. No additional adverse patient effects were reported. The device remains in service. Additional information was provided which noted that the right atrial (ra) lead impedance measurements had also been variable but were not out of range. The ra lead was non boston scientific. No noise was noted on any channel. It was discussed with the health care professional (hcp) to continue to monitor the patient. No additional adverse patient effects were reported. The device remains in service. Additional information was received which reported that there had been another alert due to high out of range shock impedances. There was an increase in the rv and ra pacing impedances which was considered to be due to physiologic changes. The ra impedances were less than 200 ohms, and there was ra oversensing of rv signals, causing inappropriate atrial tachy response (atr) episodes. There was also intermittent baseline noise on the shock channel. The patient was being referred to their electrophysiologist. No additional adverse patient effects were reported. The device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedances of greater than 125 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service. Additional information was provided which noted that there was no further troubleshooting performed and no actions planned or performed. No adverse patient effects were reported. The device remains in service. Additional information was provided which noted that the right ventricular (rv) pacing impedances had also increased but were not out of range. A 41 joule commanded shock was delivered to the patient which revealed shock impedances of 74 ohms. The shock impedance alert was increased. No additional adverse patient effects were reported. The device remains in service. Additional information was provided which noted that the right atrial (ra) lead impedance measurements had also been variable but were not out of range. The ra lead was non boston scientific. No noise was noted on any channel. It was discussed with the health care professional (hcp) to continue to monitor the patient. No additional adverse patient effects were reported. The device remains in service. Additional information was received which reported that there had been another alert due to high out of range shock impedances. There was an increase in the rv and ra pacing impedances which was considered to be due to physiologic changes. The ra impedances were less than 200 ohms, and there was ra oversensing of rv signals, causing inappropriate atrial tachy response (atr) episodes. There was also intermittent baseline noise on the shock channel. The patient was being referred to their electrophysiologist. No additional adverse patient effects were reported. The device system remains in service.

Event description:
Additional information was received which noted that the right atrial (ra) impedance measurements had also been variable, but were not out of range. The ra lead was a non-boston scientific lead. No noise was noted on any channel. It was discussed with the health care professional (hcp) to continue to monitor the patient. No adverse patient effects were reported. The device remains in service.